Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the deployment button of a 7f exoseal vascular closure device (vcd) could not be pressed. There was no reported patient injury. The procedure was completed with manual compression, and pulsatile flow was observed from the bleed-back indicator. The exoseal vascular closure device (vcd) and the vascular sheath introducer were retracted together until pulsatile flow slowed or stopped and the indicator window became solid black. When the operator attempted to depress the button, the plug could not be depressed at all. The indicator window was solid black at that time and no red color was seen during retraction. The device was not deployed outside the patient, and the operator was trained in its use. A 7f non-cordis sheath was used. The vcd was used in an interventional procedure and was stored and prepared according to the instructions for use. A retrograde approach was utilized, and no device or packaging damage was observed before use. Angiography verified suitability of the femoral artery, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be at least 5 mm. There was no calcium, plaque, stent, or stenosis greater than 50% at or near the puncture site, and the site had not been previously closed within 30 days. No pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was noted before vcd use. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 as reported, the deployment button of a 7f exoseal vascular closure device (vcd) could not be pressed. There was no reported patient injury. The procedure was completed with manual compression, and pulsatile flow was observed from the bleed-back indicator. The exoseal vascular closure device (vcd) and the vascular sheath introducer were retracted together until pulsatile flow slowed or stopped and the indicator window became solid black. When the operator attempted to depress the button, the plug could not be depressed at all. The indicator window was solid black at that time and no red color was seen during retraction. The device was not deployed outside the patient, and the operator was trained in its use. A 7f non-cordis sheath was used. The vcd was used in an interventional procedure and was stored and prepared according to the instructions for use. A retrograde approach was utilized, and no device or packaging damage was observed before use. Angiography verified suitability of the femoral artery, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be at least 5 mm. There was no calcium, plaque, stent, or stenosis greater than 50% at or near the puncture site, and the site had not been previously closed within 30 days. No pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was noted before vcd use. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18385071 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "deployment lever (button) frozen/locked" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the IFU instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.